Event description:
Status post lvad (B)(6) 2015; sustained cva (B)(6) 2016; now with significant elevation of ldh, elevated total bilirubin, and haptoglobin. Pt was admitted and started high dose heparin protocol; underwent pump exchanged on (B)(6) 2016.